Manufacturer narrative:
Summary evaluation: an attached photo was evaluated by a company physician. One photo of an undilated pupil focusing on the iol body, showing multiple light scattering artifacts/ apparently microvacuoles that may be compatible with glistenings. The root cause of the reported complaint of 'significant haze and glistening in the lens which is causing poor quality of patient vision' cannot be determined based on available information. It is difficult to make a final product determination without evaluation of the physical sample. No further information provided. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional information. There are two medical device reports associated with this patient. This report is for the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported following an intraocular lens (iol) implant procedure, he noted significant haze and glistening of the lens which is causing poor quality of vision for the patient. Additional information has been requested.